Event description:
Philips received a complaint on the intellivue ad85 active display indicating a speaker malfunction message and no sound coming from speaker. The device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
E1; (B)(6). The following functional tests were performed: the customer received trouble shooting assistance from a remote support engineer (rse) and it was confirmed that the device had no audio. The customer was provided with a quote for a speaker assembly replacement. The speaker was shipped to the customer. Based on the information available, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer was provided with the replacement speaker to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.